Manufacturer narrative:
H.6. Results code 1: code 213 ¿ the review of the manufacturing paperwork verified that the lots met all pre-release specifications. H.6. Conclusions code 1: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, infection (e .g . Aneurysm, device, or access sites), and surgical conversion. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
H.6. Conclusions code 2 added.

Manufacturer narrative:
B.5. Event description - initial report listed aneurysm as having enlarged from around 8mm to around 14-15mm. Correction: aneurysm had enlarged from around 8cm to around 14-15cm.

Manufacturer narrative:
Additional system components involved in this adverse event include: item #pxc141000/ lot #14841059/ UDI #(B)(4). Item #plc271400/ lot #15126084/ UDI #(B)(4). Item #pxc141400/ lot #14976954/ UDI #(B)(4). Item #pxc121200/ lot #14787861/ UDI #(B)(4). Item #pxc121000/ lot #14783481/ UDI #(B)(4).

Event description:
On (B)(6) 2016 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, the patient underwent treatment of a type ii endoleak and subsequent aneurysm enlargement (amount unknown). The patient's lumbar artery was coil embolized. The patient tolerated the procedure. On an unknown date an abdominal ultrasound was performed, and persistence of the type ii endoleak was identified. Additional coil embolization was performed. It was determined at that time that there was no proximal or distal type I endoleak present, and that aneurysm enlargement (amount unknown) was due to the type ii endoleak only. The patient tolerated the procedure. Infection was reportedly suspected following the completion of the procedure. It was reported that the patient presented at midnight on (B)(6) 2020 with abdominal pain. A CT identified that the aneurysm had grown from around 8mm to around 14-15mm. Infection was confirmed. It was reported that the infection was suspected to be in relation to the second intervention to treat the type ii endoleak, as it was reported that the patient had not been well since the reintervention. Due to the infection, the physician converted to an open procedure whereby the excluder® graft was explanted. The patient tolerated the explant procedure.